Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: june 16, 2020 - june 17, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed a rupture bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor lv (large volume) ruptured. The was observed before patient use. The device was filled with unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.